Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received the blood glucose required alarm but no sound alarm and no red light. Customer stated that they did not find the alarm in the reports. Customer stated that blood glucose did not sent value to the insulin pump. Customer stated that communication was working fine. No harm requiring medical intervention was reported. The device will not be returned for analysis.